Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2022-00010 through 3012447612-2022-00012.

Event description:
It was reported the tips of three screwdrivers were found to be stripped during a routine inspection. The specific surgical information is unknown. This is report two of three for this event.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection the returned devices were examined. Visual inspection revealed that each device had a warped/twisted tip. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or excessive torque applied to the drivers. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the tips of three screwdrivers were found to be stripped during a routine inspection. The specific surgical information is unknown. This is report two of three for this event.